Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure using an intellatip mifi oi temperature ablation catheter the catheter was not properly sensing temperature. When they attempted ablation the temperature sensor was not displaying temperature change. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is not expected to be returned for analysis as it was disposed of by the site.